Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that two discontinued medication orders were still appearing for a patient on the station. This prompted the nurse to attempt to pull the medication. Ideally, there should be one discontinued order and one active order for this medication. However, both orders are incorrectly displayed as discontinued for the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that 2 discontinued medications that were still showing up on the station for 1 patient. A technical support specialist (tss) found that synchronization status was current and normal message processing, with no pending downloads. Further validation of patient data showed that the patient had been discharged on 5 january, yet the medications associated with medication identification (med ID) 4083005 and med ID 4089301 remained active, as no discontinue/end dates were set for these orders on the server. The customer was advised to contact the admit discharge transfer (adt) team to update the medication orders to discontinued, as the missing discontinue messages were causing them to continue appearing in pyxis. The other reason might be extract transport load (etl) or data synchronization delays on the pyxis server. However, due to lack of response from customer tss closed the case.